Event description:
It was reported that an ilet device had a cracked screen and a replacement was shipped while the user continued therapy with backup methods and cgm. Symptoms included no adverse clinical effects. Outcomes included no reported health impact or interruption of glucose management. Investigation included remote troubleshooting and user education on shutdown, data syncing, return logistics, and startup requirements for the replacement device. Investigation of this case revealed a damaged display component consistent with external physical damage to the device screen; no alerts or malfunctions were reported. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.